Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 12 atms upon first inflation. The 75% stenosed and calcified lesion was located in the left anterior descending (lad) proximal to mid diagonal branch. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has been returned for analysis, however, additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is complete.